Event description:
This pt complaoned of not feeling well during a test dose (25mg) of in-fed. Bp down to 42/p. Normal saline started. In-fed dose stopped. The pt lost consciousness and then became responsive briefly. Before again becomming non-responsive and apneic. CPR was initiated and she was suctioned. 911 and the physician were called. CPR continued and the rescue arrived. Their first attempt at intubation was unsuccessful but the second attempt was successful. The pt was then transported to the ER. She was non-responsive when she left the unit.the pt expired at the hospital on 5/30/94. The physician was unsure of cause of death. This was the start of the second course of in-fed for this pt. Her fiorst course was on 12/22/93.